Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted.

Event description:
As reported, 3 years and 10 months post implant of a 26mm sapien 3 valve in the aortic position, worsening paravalvular leak (pvl) was observed. The valve was re-dilated with a 26mm commander delivery system prepared with nominal plus 2cc. Post valve expansion, the pvl was resolved.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided for review. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the worsening pvl observed 3 tears and 10 months post sapien 3 valve implant. To date, information regarding the patient (medical records, tavr procedure op notes, valve re-dilation op notes) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest in addition to the mechanism listed above, cardiac remodeling may have contributed to the worsening pvl and subsequent re-dilation of the valve 3 years and 10 months post implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.